Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent outer diameter (od) was measured using snap gauge and the result is within max crimped stent profile measurement. Strut 1 on the proximal end of stent lifted and bent back in a distal direction. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The (B)(4) stenosed, 38mm in length, eccentric, diffused target lesion with a bend of >45 and <90 degrees was located in the excessive tortuous, severely calcified, extremely angulated and 2.50mm in diameter distal left anterior descending artery. The patient was given a loading dosage of 300mg clopidogrel + 300mg aspirin and during the procedure 0.15mcg/kg/min tirofiban IV was given as infusion. After pre-dilation with a 2x12mm balloon catheter at 12 atmospheres, a 2.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.